Event description:
Procedure type: oophorocystectomy. According to the reporter: during use the seal disengaged from the port into the cavity. However, it was retrieved. The procedure was completed with another. No tissue damage. No bleeding. Extended or time: unknown. No patient injury was reported. Patient status: ok. No further patient info available.

Manufacturer narrative:
.